Event description:
Complainant alleged that while attempting to defibrillate a male patient who was in ventricular fibrillation, the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.